Event description:
The catheter burst proximal to the distal tip during an onyx injection. The catheter's distal tip was left in the patient and onyx filled and embolized the vessel proximal to the target. No complications were reported to have occured with the patient as a result of this event.

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter separation site is located at approximately 4" distally from the fuse joint area. The separation site has a significant circumference dilatation relative to the normal diameter of the catheter. Based on the evaluation, catheter separtion likely resulted from catheter occlusion, and subsequent over-pressurization of the catheter.